Manufacturer narrative:
The t:flex pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned .

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 500's mg/dl at its highest. A correction bolus and occasionally insulin injections were used to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Reportedly, the customer had been using humalin 200 in the cartridge. Tandem technical support informed the contact that the insulin was not labeled for use with the pump. The contact indicated that the event would be discussed with a healthcare provider.